Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd specimen collection device experienced difficulty activating the safety feature during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Two due to retractor issues, 2 where the button attaches to tube.

Event description:
It was reported that the unspecified bd specimen collection device experienced difficulty activating the safety feature during use. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown . Two due to retractor issues, 2 where the button attaches to tube.

Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, the customer indicated that this information was not available. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.